Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# r1007, with expiration date 04/2013 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Aseptic reactive arthritis [arthritis reactive]. Case description: spontaneous report rec'd on (B)(6) 2011 from an hcp regarding a female pt, who experienced leg pain, leg swelling, and major knee effusion after starting synvisc. The pt rec'd a series of three injections of synvisc into her knee under echographic guidance (date not provided). The hcp reported that the pt experienced leg pain, leg swelling, and major knee effusion (date not provided). The hcp reported that a phlebologist excluded phlebitis diagnosis (date not provided). At this time of this report, the outcome of the pt was unk. The product lot number was not provided. Add'l info rec'd on (B)(6) 2011 from the hcp, who updated the pt's medical history to include degenerative gonarthritis on the left knee. The hcp reported that no knee joint puncture was performed before the first synvisc injection because the pt's knee was described as being "dry." The hcp reported the pt rec'd synvisc injections under ultrasound imaging on (B)(6) 2011 and that she experienced the reported events following each injection. The hcp diagnosed the pt with aseptic reactive arthritis ((B)(6) 2011). The hcp reported that thrombophlebitis was ruled out with regards to the pt's inferior limb swelling. The pt required treatment for her symptoms. The hcp reported that the pt's symptoms were treated with nsaids and corticosteroids and on (B)(6) 2011 she underwent a left knee joint aspiration. The hcp reported that 20 ml of synovial fluid were withdrawn: the fluid was cloudy/purulent looking. Synovial fluid analysis revealed the presence of 70 rbc/mm3, 33000 wbc/mm3; 32% polynuclear cells; 60% lymphocytes; 8% monocytes. The hcp reported that there were also no crystals and the synovial fluid was sterile. At the time of this report, the outcome of the pt was recovered. The product lot number was reported as r1007. MFR's comment: the benefit-risk relationship of the product is not affected by the report.